Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue") and infection ("infection"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, hypersensitivity, menstrual disorder and infection outcome was unknown. The reporter considered device breakage, device dislocation, hypersensitivity, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, low back pain, weight gain, abdominal pain, cholelithiasis, cholecystitis, headache, tingling and amenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives on arms"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual issue"). The patient was treated with aciclovir (acyclovir), lorazepam, propranolol and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, urticaria, menstrual disorder, urinary tract infection, genital haemorrhage, dysmenorrhoea, dyspareunia and depression outcome was unknown and the back pain was resolving. The reporter considered back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder, urinary tract infection and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : new events, "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hives on arms, infection (bladder/ urinary tract/vaginal) type: urinary tract, psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain" were added. Outcome of event, "back pain" were changed to "recovering/resolving". New reporter contact information was added. Patient's information was added. Patient's demographics were added. Product information was updated. Medical history was added. Concomitant medications and conditions were added. Lab data was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue") and infection ("infection"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, hypersensitivity, menstrual disorder and infection outcome was unknown. The reporter considered device breakage, device dislocation, hypersensitivity, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, low back pain, weight gain, abdominal pain, cholelithiasis, cholecystitis, headache, tingling and amenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives on arms"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bladder/urinary"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstrual issue"), migraine ("migraine / psych injury"), headache ("headaches"), hypersensitivity ("allergy") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with aciclovir (acyclovir), lorazepam, propranolol and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pelvic pain, urticaria, menstrual disorder, dysmenorrhoea, dyspareunia, depression and abdominal pain outcome was unknown, the urinary tract infection, genital haemorrhage, migraine, headache, weight increased and hypersensitivity had resolved and the back pain was resolving. The reporter considered abdominal pain, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, pelvic pain, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: received treatment for breakage/ expulsion, psych injury, migration, other injuries/sympt: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received event " abdominal pain" was added. Reporter information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, low back pain, weight gain, abdominal pain, cholelithiasis, cholecystitis, headache, tingling and amenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives on arms"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bladder/urinary"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstrual issue"), migraine ("migraine / psych injury"), headache ("headaches") and hypersensitivity ("allergy") and was found to have weight increased ("weight gain"). The patient was treated with aciclovir (acyclovir), lorazepam, propranolol and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pelvic pain, urticaria, menstrual disorder, dysmenorrhoea, dyspareunia and depression outcome was unknown, the urinary tract infection, genital haemorrhage, migraine, headache, weight increased and hypersensitivity had resolved and the back pain was resolving. The reporter considered back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, pelvic pain, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: received treatment for breakage/ expulsion, psych injury, migration, other injuries/sympt, : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter added. Event : psych injury clubbed with an event depression, migraine, headaches, weight gain, allergy were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.